Event description:
It was reported that the customer was hospitalized due to high blood glucose, and the insulin pump has been broken few times. It was stated that there was an attempt to perform the troubleshooting, but the customer declined to do the testing or to change the infusion set type. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.